Event description:
It was reported that the user was unable to attach the infusion set connector to the pump, and troubleshooting without a cartridge confirmed the connector locked properly, indicating the installed cartridge was overfilled; the user performed a rewind and replaced the cartridge, after which normal function was restored. Investigation included product troubleshooting and user education. Investigation of this case revealed user technique related to cartridge overfill that impeded proper connector engagement, with the pump and connector hardware functioning as designed once a correctly filled cartridge was installed. No clinical symptoms during the event reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cartridge preparation.